Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The grandmother reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 569 mg/dl at the time of the call. Customer treated their blood glucose with a manual injection. Troubleshooting found a small champagne air bubble in the tubing. It was also found the customer had a bent cannula after removing their infusion set. The insulin pump passed a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.